Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures as potential no-fault procedural complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: approximately 8 months after the procedure. It was reported via trial that on (B)(6) 2009, the patient underwent stenting in the predilated distal left anterior descending artery with one xience v stent. On (B)(6) 2010, the patient experienced unstable angina and went to the emergency room. The patient's cardiac enzymes were within normal limits and the electrocardiogram (ECG) was unchanged from a previous ECG. The patient underwent a diagnostic coronary angiogram that found 100% in-stent restenosis in the target vessel that was treated percutaneously with a cutting balloon. The patient's condition resolved on (B)(6) 2010, when the patient was discharged. There was no adverse patient sequela. There was no additional information provided.